Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance. However, the product was replaced or reworked and then released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead and ipg, on (B)(6) 2011. It was reported that three hours post-implant, the patient complained of severe chest pain in the sternal region. The pt stated that his back was tender to the left of his lead incision. It was reported that the patient had not been programmed yet. The patient was admitted to the hosp, and the implanting physician ordered an EKG and a cardiology consult. It was reported that the physician stated that he felt the patient was having spasms in the upper and mid back regions; he did not attribute the patient's symptoms to the stimulator or lead insertion, and the alleged pain did not appear to be dermatomal. F/u on the pt on (B)(6) 2011 found that the chest pain had resolved, and the pt was being discharged from the hosp. It was reported that the physician stated the chest pain was attributed to laryngospasm. No scs devices were explanted.